Event description:
It was reported that during a procedure of the posterior lateral descending artery (pld), a cutting balloon was used and after a non-abbott stent was deployed a perforation was noted. A non-abbott balloon catheter was inflated and held for 600 seconds to seal the perforation but was unsuccessful. The 3.0 x 19 mm graftmaster stent delivery system (sds) was attempted to be advanced but could not cross the perforation. The device was removed and a second 3.0 x12 mm graftmaster sds was attempted but also could not advance and cross. The patient was sent to surgery due to the perforation and also had a right coronary bypass procedure; the outcome was reported as good. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The additional jostent graftmaster sds is being filed under a separate manufacturing report number.